Event description:
Reported as the pt pulled and broke the catheter at home. The internal bolster with catheter ( about 6.5 cm) dropped into the stomach. The dropped portion was removed endoscopically. Indwelling period was about 3 months.

Manufacturer narrative:
The complaint of tubing breakage is confirmed, user-related. Upon receipt at bas the complaint sample revealed a break in the tubing just proximal to the 6 cm marker. In addition the reinforcing wire is broken stretched and elongated. The proximal end that contains the traction removal site and dual feeding adapter were not returned for evaluation. The features exhibited at the break site are consistent with tubing that has been stretched beyond its elastic limits. The break in the tubing is a result of excessive force that was applied while the pt was at home, as was stated in the original complaint incident report. The device had been in place for approx 3 months prior to the complaint incident. Gross visual and microscopic exams shows no evidence of a defect of deformity related to the manufacturing process.